Event description:
Customer stated that they have segments missing from their display. Upon review of the system, it was determined that segments were missing from the tens position of the display. The customer was asked to return the meter for further evaluation and replacement meter was sent. The customer was invited to call 24/7 with future questions/concerns.